Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. Visual inspection of the lead found electrocautery damage to the lead which melted and separated the outer coil.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-20283. It was reported a patient's right ventricular lead and atrial lead presented with noise. The leads were extracted and replaced on an unknown date. Post-procedure the patient status was unknown.